Event description:
The following has been reported: after programming an infusion, the pump alarms with air-in-line alarm. The nurse shut down the pump and turned it back on. However, the pump soon raises another air-in-line alarm. No air bubbles are observed in the line. This has occurred with different nurses multiple times over last 2 weeks. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.